Event description:
It was reported that the customer had a difference between sensor glucose and blood glucose readings. Customer's blood glucose level was 188 mg/dl and the sensor glucose was 295. It was explained that the sensor cannula must be properly positioned to work properly. Customer also reported that she had a skin infection, cellulitis, from the needle. Customer is just getting off the antibiotics. Customer was on antibiotics for 14 days. Customer had to have the second one drained. Customer normally calibrates the pump 2 times a day. Customer stated that the site was painful, red, swollen, and hot. Customer also had a fever. Customer contacted her health care provider for treatment. Customer already removed the set. No further assistance required.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.